Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced rupture on the right side and capsular contracture on the left side postoperatively. The rupture and capsular contracture were confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3507215mc on the right side and 3507235mc on the left side, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2021. This report is for the patient's right-sided device.